Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the pilot valve is not shifting.associated malfunctions for this device: on/off switch has no audible alarm.